Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: 3708660 , serial# (B)(4), explanted: (B)(6) 2016, product type: extension.

Event description:
A manufacturer representative reported a consumer had intermittent therapy control. It was unknown if any factors led to the event. An x-ray was performed and no obvious issues were detected. Surgical intervention was planned for (B)(6) 2016 to wash out implantable neurostimulator (ins) header, connection check. The issue was not resolved at the time of the report. Additional information received reported the consumer had a left extension replacement and ins header washout on (B)(6) 2016.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Device analysis for extension (B)(4) revealed the body conductor broken less than 5cm from proximal end. The #2 conductor was broken 2.8 cm from the proximal end.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.